Manufacturer narrative:
(B)(6). Testing of actual/suspected device: the getinge field service engineer (fse) that encountered the issue replaced the safety disk and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), that newly replaced cardiosave intra-aortic balloon pump (iabp) safety disks failed the manifold test. There was no patient involvement, and no adverse event reported. Separate mdrs are being reported for each safety disk.

Event description:
N/a.

Manufacturer narrative:
The national repair center (nrc) received the safety disk, a senior repair technician of the nrc inspected the safety disk per the cardiosave service manual with no visual damage observed. The technician installed the disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The technician could not verify the failure of the disk failing for the membrane leak test. The membrane leak test passed with a reading of 3mmhg. The factory specification is +-6. The disk passed testing. The safety disk was sent to getinge production department per procedure. The national repair center (nrc) received the safety disk from the getinge production department. Production verified the failure of the safety disk failing the membrane status test, with a differential pressure of 7mmhg . The factory specification is +-6. The disk failed testing. The disk was retained at the national repair center per procedure. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,h2,h4,h6(medical device - problem code, type of investigation, investigation findings, component codes, investigation conclusions). It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), that 5 newly replaced cardiosave intra-aortic balloon pump (iabp) safety disks failed the manifold test. There was no patient involvement, and no adverse event reported. The getinge field service engineer (fse) that encountered the issue replaced the safety disk (d202-00-0140) and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The national repair center (nrc) received the safety disk, a senior repair technician of the nrc inspected the safety disk per the cardiosave service manual with no visual damage observed. The technician installed the disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The technician could not verify the failure of the disk failing for the membrane leak test. The membrane leak test passed with a reading of 3mmhg. The factory specification is +-6. The disk passed testing. The safety disk was sent to getinge production department per procedure. The national repair center (nrc) received the safety disk from the getinge production department. Production verified the failure of the safety disk failing the membrane status test, with a differential pressure of 7mmhg . The factory specification is +-6. The disk failed testing. The disk was retained at the national repair center per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.